Event description:
It was reported that during a follow up, several auto mode switch episodes were observed on atrial channel due to noise. The device was explanted. There were no complications to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported field event of noise was confirmed in the laboratory via review of stored electrograms. The device was tested on the bench as well as using automated testing equipment, and no anomaly was found. The cause of the reported noise could not be determined.